Manufacturer narrative:
(B)(4). This product is for export only - sold only in (B)(4).

Event description:
It was reported that while in the cath lab the pacing catheter was inserted via the pt¿s right femoral artery. "Pacing failure was confirmed" and as a result, the catheter was removed and another pacing catheter was inserted and used successfully. There was no reported pt death, injury, or complications. Medical / surgical intervention was not required. There was no reported delay / interruption in the case. The pt outcome is listed as good. Additional info received on 01/15/2015 stated that the pacing catheter was prepped per the instructions for use. The description "pacing failure" means tat after the catheter was correctly lodged onto the right atrial wall, the treatment was started; however, the pacing did not start. Briefly, the electrical power did not deliver through the electrode of the catheter. The second catheter was connected to the same "pacing unit" as the first ai-07130 and the pacing was successfully made through the second catheter. The indication for the pt requiring a pacing catheter was back-up for pci (percutaneous coronary intervention) treatment.